Event description:
(B)(4). Since the day I had this device implanted, I've had chronic pelvic pain, nausea, headaches, my teeth have become brittle and broken, constantly bloated, very heavy periods with spotting in between cycles, terrible cramps, have become anemic, I've gained weight and can't loose it no matter how much I diet and exercise, I'm constantly tired and don't have energy to do much.

Event description:
(B)(4). Forgot to mention the constant heartburn/acid reflux that I have to take daily meds for. I've also been on anxiety and depression meds that I started taking three months after having the coils implanted. My body itches all the time and I've been told that it's probably an allergic reaction to the nickel.